Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via the femoral artery to support the 70year old female patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. The patient was on inotropes/vasopressors and oxygen for respiratory needs. The underlying medical history was not shared. The pump was supporting when on day 3 of the support the patient was infused with 1 unit of platelets due to concerns of thrombocytopenia with a platelet count of 32 and infused with 1 unit of red blood cells due to hemoglobin of 7.7g/dl. The team also stopped the heparin. The pump supported for 4+ days when explanted after a successful wean. The patient survived. Anticoagulation necessary for the pump placement and support can contribute to bleeding.

Manufacturer narrative:
Anemia/thrombocytopenia/ppae: the cause of the injury was not determined due to insufficient clinical details. Additional information (codes) has been provided in h6 (component code, investigation findings, type of investigation, and investigation conclusions.